Manufacturer narrative:
Per additional information received on march 12, 2026, the patient scheduled for removal surgery on (B)(6) 2026. Reason for device explant and/or reoperation: silent rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on april 23, 2026, the post operation reveled that the left implant was intact. As a result, the patient underwent right sided total capsulectomy, left sided anterior capsulectomy, and bilateral replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on (B)(6) 2026, the patient underwent bilateral replacements per following: (l/ sn: (B)(6), r/ sn: (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel , 600cc silicone prosthesis experienced bilateral silent rupture postoperative. The rupture was confirmed by the MRI examination. At the time of this report, mentor received no information regarding explantation or an expected explantation date. This report relates to the right side.

Manufacturer narrative:
On april 20, 2026, it was determined that follow-up #2 failed to document that the patient had experienced capsular contractures of an unknown grade, as well as bilateral symptomatic ruptures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 26, 2026:the product was returned to mentor for evaluation, where a thorough investigation was conducted.visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in three parts. In addition, an area of shell abrasion was observed on the edges of the tear.these findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time.regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition.  Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.as part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now.manufacturer¿s reference number: (B)(4).